Manufacturer narrative:
With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The UDI device identifier and lot number were not provided by the consumer. Multiple attempts were made to obtain more information.

Event description:
Consumer reported that when opening the plastic wrap of a tampon, a small piece of it was stuck to the applicator and was inserted into her body. She found a piece of the wrap that came out of her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.